Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for cuff is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter experienced the device not functioning properly. A revision surgery was performed, during which the physician confirmed that the pressure regulating balloon had a leakage. The physician replaced the pressure regulating balloon. There were no patient complications.

Event description:
It was reported that the patient with this artificial urinary sphincter aus experienced the device not functioning properly. A revision surgery was performed, during which the physician confirmed that the pressure regulating balloon prb had a leakage. The physician replaced the pressure regulating balloon. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for cuff is (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. During visual inspection, the balloon did not pass the test, as a tear consistent with avulsion was identified. The leakage test also did not pass due to a leak caused by the same avulsion related tear. As a result, functional testing could not be performed because the leak prevented proper evaluation. A risk review was completed and confirmed that fluid leakage and mechanical issues are defined in the product risk documentation. The most probable cause of these issues was determined to be the balloon tear from avulsion, based on visual inspection and analysis of the available information. A review of the product record did not identify any potential product quality issues or new patient harm. Therefore, it was concluded that the balloon tear from avulsion was the most likely root cause of the complaint. Based on the available information, the investigation was assigned a conclusion code of cause traced to component failure.